Manufacturer narrative:
The device was inspected and tested on july 31, 2017. Within this inspection, functional testing and visual inspection was made. The result was: => product in specification and did not show any deviations that could cause the reported incident. We suspect, that maybe the pinning technique has been not optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."

Event description:
Distributor called sales department on 07/14/2017. Stated an incident with patient involvement (falling of the clamp) in (B)(6) 2017. Distributor got information when visiting the hospital. Involved product and further information were requested on 07/14/2017. Returned goods form received on 07/21/2017: patient risk: yes. Procedure: tumor in the brain. Patient positioning: spine in mayfield. Procedure was finished (material change) . Date of incident: (B)(6) 2017. Details: locking mechanism came loose.